Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that, to the hcp's knowledge, the patient did not have any type of pump malfunction. The refill occurred approximately in (B)(6) 2025 and referred to the home infusion company regarding the date. The cause of the issue was unrelated to the pump. In regard to actions/interventions taken to resolve the issue, the patient was treated at an outside hospital. The patient requested explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that to date, the explant had not occurred.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial # (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter h3 ¿ analysis of the pump found no anomaly. Analysis of the catheter found ¿catheter body ¿ kink observed¿ and ¿catheter body ¿ damage to transition tube.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient and a healthcare provider (hcp) via a manufacturer representative (rep) indicated that, in regard to the overdose at the last refill, the patient also reported that she thought that she had a pocket fill requiring hospitalization. The patient reported feeling "bad" about 30 minutes after the refill. Per the patient, 30 minutes after the refill on (B)(6) 2025, the patient overdose and required narcan. It was unknown if any diagnostics/troubleshooting was performed. Interventions/actions taken to resolve the issue were unknown, but the patient reported narcan and a hospital stay. At the time of this report, the issue was not resolved. Device explant was planned and scheduled for (B)(6) 2025. It was noted that the hcp had previously done a side port study and was unable to get spinal fluid and the hcp told the patient that this was not unusual.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2021 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8780 serial# (B)(6) implanted: (B)(6) 2021 ubd: 2022-11-23 UDI#: (B)(4). Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated a side port study was performed at some point earlier this year. The physician was unable to aspirate. The patient had a refill from an experienced refill nurse. Later that day, the patient reported symptoms and went to the emergency room (ER). Narcan was administered and the physician reported that it did not change her symptoms. After the ER visit, the patient continued to complain to the office that she was being overdosed on her pump and requested it be removed. However, the physician did not feel there was any issue with the pump. There were no known environmental/external/patient factors that may have led or contributed to the issue. The whole system was removed. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated a side port study was performed at some point earlier this year. The physician was unable to aspirate. The patient had a refill from an experienced refill nurse. Later that day, the patient reported symptoms and went to the emergency room (ER). Narcan was administered and the physician reported that it did not change her symptoms. After the ER visit, the patient continued to complain to the office that she was being overdosed on her pump and requested it be removed. However, the physician did not feel there was any issue with the pump. There were no known environmental/external/patient factors that may have led or contributed to the issue. The whole system was removed. The issue was resolved. The pump will be returning for analysis. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Corrected b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that the last time they had their pump refilled the pump "malfunctioned," they overdosed, and almost died. The patient was requesting physician listings because they wanted the pump removed.